Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device suddenly worsened in the early part of 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode at the end of the silicone overmold, likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user's hearing performance with the device suddenly deteriorated in the early part of 2017. Problems of the external devices were excluded and history of head trauma was denied. The patient has been re-implanted.